Event description:
During a stenting procedure the intra-vascular ultrasound (ivus) catheter became snagged on the implanted cypher stents. The pt was taken to the or for surgical retrieval. This pt was admitted for a coronary stenting procedure. The target lesion was the mid left anterior descending artery (lad). The lesion was heavily calcified and moderately tortuous. There was 100% stenosis. There was 99% stenosis at anastomotic stricture of a bypass graft to the mid-lad. A mach1 7r, jl3.5 guiding catheter was positioned in the left coronary cusp. A fielder, miracle 12g guidewire was advanced through the target lesion, and pre-dilation was conducted with a maverick ii balloon. The first cypher (2.5/23mm) was deployed to 12atm to the proximal end of the area of anastomotic stricture. A second cypher (3.0/28mm) was deployed to 22atm in overlapping fashion to the first from the proximal end of the previous stent, extending proximally to the left main artery. Post deployment (ivus) was conducted. While the ivus catheter was being pulled back through the stented area, the ivus became stuck, at the overlapping segments of the cypher stents. Therefore, physician inserted a gc (5fr) to retrieve the ivus, but it wouldn't move. The physician could not retrieve the ivus. The pt was transferred to another facility for emergent bypass operation and successful removal of the snagged ivus.